Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3387, lot# unknown, product type: lead. Please note this date is based off the publication date of the article, as specific event date was not provided. Device used for off label indication. The indication the device was used for was anorexia.

Event description:
Lipsman, n., woodside, d. B., giacobbe, p., hamani, c., carter, j. C., norwood, s. J., sutandar, k., staab, r., elias, g., lyman, c. H., smith, g. S., lozano, a. M. Subcallosal cingulate deep brain stimulation for treatment-refractory anorexia nervosa: a phase 1 pilot trial. Lancet. 2013;381(9875):1361-1370. Doi: 10.1016/s0140-6736(12)62188-6. Summary: six women with intractable and life threatening anorexia nervosa have been treated with deep brain stimulation in a preliminary study from toronto, canada. Doctors selected the women for deep brain stimulation after many years of unsuccessful conventional management. They had average body mass indices (bmis) of 11 to 15 in the years leading up to the study, accompanied by multiple medical complications of chronic starvation. Five had psychiatric comorbidities, most often major depression and obsessive compulsive disorder. Reported event: a patient had increased lead impedance. After 2 months, the patient had lost weight from their preoperative body mass index (bmi). Device had no apparent effect, positive or negative, on patient¿s weight by the end of the trial. It was noted that there were no changes in bmi at 9 months, but did see some improvements in mood or obsession and compulsion scores at 6 months. No complications or further complications were reported. The following device specifics were provided: lead model 3387.